Event description:
The facility reported an infusion pump with depleted batteries which occurred during biomed testing. The hospital rep. Stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.